Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of a shortage in the power cord could not be confirmed. No damage or short was discovered after a visual inspection of the external insulation of power cord. Product passed functional testing and 6 hour burn-in with no shorts observed. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported a shortage in the cord. No user injury was reported.